Event description:
A malfunction alarm was reported, marked as malf 12, but there were no notable events preceding it. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any similar issues happen again, and they acknowledged and understood this guidance.